Manufacturer narrative:
Zyno medical has received the investigation report from the contract supplier on (B)(6) 2017. The free-flowing issue with the pinch clamp closed was confirmed as an isolated event, which may be due to the dislocation of the pinch clamp. The details can be found in the attached report. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer by following the company procedures. This MDR is filed retrospectively filed according to the current internal MDR decision guidance at zyno medical. The MDR decision was made on (B)(6) 2017. (B)(4).

Event description:
The user reported to a zyno medical sales territory manager on (B)(6) 2016 that they experienced an administration set issue: "I just experienced and incident with the primary pump tubing (with upper y-port) when doing a demo for some staff. The tubing came out with the "pinch" clamp, clamped, however the fluid was flowing. I check to be sure the tubing was actually caught and it was. I then slid the clamp to another section of tubing and again it just flowed." No patient injury or harm occured for this case.